Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by an edwards lifesciences affiliate, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia (s3ur) valve, resistance was encountered when inserting the 14fr esheath+ into the patient. Resistance was also encountered during advancement of the delivery system with valve through the esheath+. The delivery system with valve exited the tip of the esheath+; however, damage was observed on the valve frame, and the valve was not implanted. The delivery system with valve and esheath+ were withdrawn from the patient as a single unit. Upon withdrawal, the esheath+ was observed to be damaged. A new esheath+, delivery system, and valve were prepared. No issues were reported during the second attempt, and the second valve was successfully implanted. There was no patient injury, and the patient was discharged in good condition. The root cause of the event was reported to be related to atherosclerotic artery disease and calcium. Imagery was received for evaluation. Per imaging evaluation, one (1) strut was bent outwards at the inflow side of the crimped valve. The devices were returned for evaluation. The returned valve was observed with one (1) strut bent outwards at the inflow side. The returned esheath+ was observed with a torn liner and liner strand. In addition, the sheath shaft was punctured.